Event description:
It was reported by service report that the zoom drive of some beds fail while transporting patients. The hospital has reported 3, possibly 4, injuries due to this. There was patient involvement, and adverse consequences were reported.

Manufacturer narrative:
Result: defective zoom drive failure allegedly caused injuries to staff. However, no conclusion can be drawn yet because manufacturer's investigation is still ongoing, and information about the staff injuries are very limited. Once it is concluded, and additional information is available, a follow-up report will be submitted.